Event description:
The 24 fr cautery loop was bent and not functioning properly upon his initial attempt to use it during surgery. The loop was immediately replaced with a new one. The surgery resumed and once complete the patient was transferred to recovery. FDA safety report ID# (B)(4).